Event description:
User reported an abrupt low shift in control recovery for ckmb when switching to a new lot of ckmb reagent. Two patient samples were used to perform a correlation study between the old and new lots of reagent. The following patient sample gave discrepant results when running the correlation study the patient sample, initially tested with lot 153685, gave a result of 5.30 ng/ml. The sample tested with a new lot, 155149, gave a result of 4.17 ng per ml. Samples were run for troubleshooting purposes only, and results were not reported outside of the laboratory. A reagent bulletin, which includes the new lot used by the customer, has been issued communicating the ckmb reagent has been restandardized.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.